Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter does not turn on when a test strip is inserted into the test strip port. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt by phone to obtain add'l info. The pt said the reported issue first occurred on the day before at 11: 00 am. Afterward she felt shaky. No self-treatment or receipt of medical intervention was noted. The meter turned on when the power button was pressed, but not when a test strip was inserted into the test strip port. The cca noted she tried to explain there might be a problem with the test strips when the pt apparently yelled at the cca and disconnected from the call. The pt's products were replaced. The complaint is reported because the pt alleges the lfs product did not turn on and afterward she felt shaky, a symptom typically associated with hypoglycemia.